Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a critical battery alarm and had one power port that was unable to recognize any connected power source. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection revealed contamination within the pump connector. Visual inspection also revealed a crack on the corner of the controller housing near the pump connector. An internal inspection did not reveal any evidence of fluid ingress. These are additional findings not related to the reported event. The most likely root cause of the observed contamination within the pump connector can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00517125, the root cause of the crack found at the corner of the controller was determined to be due to environmental stress cracking from a combination of chemical incompatibility and mechanical stresses. The chemical incompatibility is attributed to mineral oil leaching from the controller¿s housing gasket and migrating to the controller housing. The mechanical stresses are caused by the ultrasonic welding of inserts located within the corners¿ thinner wall. Functional testing revealed that the controller was unable to properly communicate with external batteries on the power ports, resulting in power disconnect alarms and critical battery alarms; however, the controller was still able to receive power from a power source and supply power to a motor fixture. Additionally, the front panel battery capacity indicators did not illuminate and the controller was unable to communicate with a monitor. Internal inspection of the controller revealed a damaged diode on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries and connected to the real time clock circuit was damaged. After the faulty components were replaced, the controller performed as intended and the controller log files were obtained. Review of the controller log files revealed multiple critical battery alarms logged with an incorrect date stamp and no battery capacity, ID, or cycle count. As a result, the reported event was confirmed. The most likely root case of the reported event can be attributed to a damaged diode and damaged integrated circuit. A possible root cause of the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.